Event description:
The advocate stated that the customer tested his blood glucose using his breeze2 meters and received a reading in the 300's (mg/dl) and a reading under 200 mg/dl. If one meter read between 300 and 350 mg/dl, and the other read around 150 mg/dl, the difference between readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The advocate declined to troubleshoot and ended the call. No product will be returned for eval.